Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during device insertion, there was no pulsatile blood flow through the marker lumen. After reflushing the marker port a second attempt was made, but no pulsatile blood flow continued. An angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any additional relevant information.